Event description:
It was reported that the main keypad of the external pulse generator was not working and that the self-test error would not clear. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the main keypad was not working and that the self-test error message would not clear. Analysis also found that the upper case, lower case, liquid crystal display and main printed circuit board were contaminated, that the two side bail covers, the ring cover and the battery drawer were broken and that the serial number label was damaged. It was noted that due to extensive damage the generator was being returned to the customer unrepaired. (B)(4).